Event description:
A report was received that the patient is having trouble charging their ipg. An x ray taken confirmed that the ipg was on its side. The physician has recommended that the patient undergo a pocket revision.

Event description:
A report was received that the patient is having trouble charging their ipg. An x ray taken confirmed that the ipg was on its side. The physician has recommended that the patient undergo a pocket revision.

Event description:
A report was received that the patient is having trouble charging their ipg. An x ray taken confirmed that the ipg was on its side. The physician has recommended that the patient undergo a pocket revision.

Manufacturer narrative:
Additional information received indicated that the patient underwent the pocket revision. The physician elected to replace the ipg as the patient had not charged. No malfunction was suspected. The patient is reportedly doing well.

Manufacturer narrative:
Device evaluation indicates that the ipg passed all visual, electrical, performance, and photographic imaging tests performed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The reason for the erratic coupling is unknown. Battery profile revealed the depletion rate of was within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient is having trouble charging their ipg. An x ray taken confirmed that the ipg was on its side. The physician has recommended that the patient undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient does not intend to undergo a pocket revision.